Event description:
It was reported that during a pta treatment procedure to dilate a lesion in a tortuous iliac artery, removal difficulties were encountered. The physician had completed the procedure and was attempting to pull the balloon catheter back through the sheath for removal. The balloon catheter reportedly became stuck inside the sheath. The entire system was removed as a unit. The procedure was successfully completed. The pt is reported as 'good' following the procedure; no injury or complications were reported.